Event description:
It was reported that the ilet device¿s touchscreen became unresponsive on the slide-to-unlock screen, consistent with a device display/input malfunction. Investigation of this case revealed normal function after a device restart and a subsequent firmware update, indicating a software-related touchscreen responsiveness issue that resolved with corrective actions. Symptoms included no clinical effects. Outcomes included no impact on health. It was concluded that the device operated as intended following restart and firmware update, and no further action was required.